Event description:
It was reported that a patient underwent an anterior cervical procedure and after the 21mm cervical plate and screws were implanted, two pieces of metal shavings were found protruding from under the plate near the interbody graft. It is unknown whether the shavings came off of the plate or the screw. The fragments were retrieved and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4). Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Product analysis: optical examination of returned metal fragment. The color, cross sectional form, length, and shape of the fragment appears to suggest the bone screw thread crest has been removed from the implant. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.